Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found that the imaging defaults were set incorrectly. Reset default settings, performed a filament calibration and adjusted kvp tracking. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image quality on the 9800 system is poor. Contrast and brightness needs to be adjusted for each image. There was no report of pt injury.